Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the internal sensor tubing was disconnected. The tubing was reconnected.

Event description:
The hospital reported that, during the preuse checkout, tidal volume was not able to be delivered. There was no report of patient involvement.